Event description:
Generator analysis was performed. The pulse generator was interrogated at multiple orientations adjacent to the programming wand. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The generator battery measured 3.567 volts and found to be at an ifi=no condition. Programming data showed therapy was disabled due to error code 14. The reboot counter was set to 2 and reboot time stamp was 11/03/2021 (surgery date 11/02/2021) and reboot reason was bor (brown out reset). The lowest measured voltage had a value of 1.91 volts on 11/03/2021. This would indicate that the generator was probably in a high current state. Burn marks were observed on the pulse generator case, which indicated that the pulse generator was exposed to an electro-cautery tool.

Event description:
During surgery, the m1000 generator was interrogating outside the pocket. When the generator was placed in the pocket, the generator could not longer communication. Wired connection attempted and the generator would still not communicate. The old generator was able to be interrogated. Advanced interrogated was attempted and the new generator would still not interrogate. M1000 generator was attempted to be interrogated out of pocket and was still unable to interrogate. Generator reset was performed and the issue did not resolve. The generator reset got to 78% and then said no generator present. The surgical lights were turned off and no electrocautery was used after the generator was brought into the sterile generator. Tablet hard reset was performed and wand batteries replaced and the issue did not resolve. A new generator was opened and implanted. Programming data was reviewed and no obvious issues were observed. The suspect generator has been received and product analysis is underway.